Event description:
Reportedly, the customer was stable upon being released from the emergency room.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels reaching 400 mg/dl, and large ketones. Reportedly, on (B)(6) 2017 the customer was taken to the emergency room. Customer was treated through intravenous insulin and fluids, and released from the emergency room 2 hours and 30 minutes later.